Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular system with superior augment exhibits loosening of the acetabular cup. A risk factor for prosthesis loosening is generalized reduced bone mineral density. Apparent osteolysis of the proximal femur, about the proximal femoral stem component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to instability. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00633405028, lot# 66445456 constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. G2: foreign: new zealand, the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.